Manufacturer narrative:
Pending investigation. Concomitant medical products: (B)(4), 200-07-32 - advanced patella 32mm 3 peg implant. (B)(4), 02-022-51-3010 - truliant tib imp crc insert sz 3, 10mm. (B)(4), 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2018. The patient complained of pain and was revised due to a loose femur. The patient was last known to be in stable condition following the event. No other medical history/patient information provided.

Manufacturer narrative:
H3: the revision reported was likely the result of aseptic loosening between the femoral component and the bone. However, this cannot be determined as the devices were not available for evaluation and limited clinical information was provided. H7: z-0023-2022.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: e, g. The revision reported was likely the result of aseptic loosening between the femoral component and the bone. However, this cannot be determined as the devices were not available for evaluation and limited clinical information was provided if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.